Manufacturer narrative:
(B)(4). Batch # n92l1h. The analysis results found that the el5ml device was received with no damage in the external components. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, it was noted that the clips were not fed into the jaws in the next actuations of the trigger. In order to evaluate the condition of the internal components of the device, it was disassembled. Upon disassembling, the feed link was noted broken causing the feeding issues and 5 clips were found inside the clip track. No conclusion could be reached as to what may have caused the reported incident. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clip applier misfired then stuck closed. It was not reported if it was stuck closed on tissue. The doctor manually opened the closed jaws of the clip applier, tried to fire the device and the device misfired a second time. It was not reported how the procedure was completed. There were no patient consequences reported.